Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin as intended. Reportedly, issue was resolved and insulin delivery was resumed successfully. Customer¿s blood glucose level was in 200-250 mg/dl range.